Event description:
It was reported that the epg (external pulse generator) was causing short battery life and low battery indicator illumination. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification, failing the active current drain test. It was also noted that the upper case and lower case were broken, the heartwire block, battery drawer, battery drawer o-ring and heart lead flex were contaminated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.